Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and heavy menstrual bleeding ('menorrhagia') in a female patient who had essure (batch no. 678814) inserted for female sterilisation. The patient's medical history included dysfunctional uterine bleeding, endometriosis, polyps, ovarian enlargement, ovarian cyst and adenomyosis uteri. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and total abdominal hysterectomy right salpingo-oophorectomy cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure. Lot number: 678814. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and heavy menstrual bleeding ('menorrhagia') in a female patient who had essure (batch no. 678814) inserted for female sterilisation. The patient's medical history included dysfunctional uterine bleeding, endometriosis, polyps, ovarian enlargement, ovarian cyst and adenomyosis uteri. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and total abdominal hysterectomy right salpingo-oophorectomy cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure. Lot number:678814 manufacturing date:2009-10 expiration date:2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.